Event description:
Information was received that this product was part of a system revision due to infection and erosion. There were no additional adverse effects reported. The product was surgically abandoned.

Event description:
It was noted during a search through the distributor's medical records in september 2015 that this patient died 20 days following the system revision procedure in (B)(6) 2014. There was no report that the revision procedure or the implant of a temporary rv pacing lead caused or contributed to the patient's death. This is the same event as MDR 2183787-2015-00117.